Manufacturer narrative:
(B)(4).

Event description:
Caller reports that during a correlation study the following inform system results were obtained within 10 minutes: 71 mg/dl (inform system 3) and 113 mg/dl (inform system 2); 68 mg/dl (inform system 3) and 123 mg/dl (inform system 2); 66 mg/dl (inform system 3) and 108 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Additional information indicated that a revision procedure has not been scheduled at this time.